Event description:
Perclose vascular closure device was deployed to close arterial puncture site, post cardiac cath. Peripheral pulses were checked and found to be absent. Doctor was notified. Ntg was given for possible spasm since spasm had been noted prior to closure. Return of one pedal pulse to doppler. Patient continued to be observed during which time the pedal pulse became absent again. Decision was made to re-angiogram leg to identify problem. Occluded artery was noted and surgeon was notified. Patient was taken to o.r. For repair of artery.